Event description:
A home dialysis patient in (B)(6) was found deceased and still connected to the dialysis machine. Based upon the patient¿s dialysis notes for that treatment, inspection of the machine and the appearance of the patient and equipment, the evidence suggest the patient had completed an uneventful treatment and began the process to rinseback the blood. It appears the patient expired sometime during the rinseback process. The cause of the patient´s death remains unknown; however, according to the general practitioner the cause of death was renal failure with cardiac event. The bicart was discarded and not available for inspection.

Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation. No nonconformity has been identified in the device history record for this lot number. Gambro has no information to suggest that the bicart product caused or contributed to the incident.